Event description:
A 2.75 mm diameter x 24 mm length driver sprint rapid exchange delivery system was inserted into the patient for treatment of the target lesion in the rca which was reported to exhibit 85% stenosis. Difficulties were experienced during advancement to the lesion despite the lesion having been pre-dilated twice. During an attempt to remove the stent delivery system from the patient, the stent dislodged from the balloon. The patient was prescribed medication. No other clinical sequelae were reported. It was confirmed that the device was inspected prior to use.

Manufacturer narrative:
(B)(4). Evaluation, results: 85% stenosis in rca; stent embolism. Conclusion: 85% stenosis in rca. Evaluation summary: review of the returned stent delivery system highlighted that the stent was not present on the balloon and the distal inner shaft distal to the distal marker band was stretched. The distal balloon cone had been pushed back proximally on itself. There were crimp/bake impressions evident on the balloon working length. Please noted that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).